Event description:
During routine testing of the device at the service center, the service tech reported that a wire on the power cable was exposed. The roller pump was originally returned for repair of a local control knob issue when the exposed wire was found. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.